Event description:
Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report of "the device failed to discharge" was not replicated during testing using the customer's returned defib pads. A review of the log observed "check pads/poor pad contact" messages which indicated the device did not recognize if pads were attached to the device, or the device did not detect a valid impedance through the pads. Poor coupling can be caused by various factors including, but not limited to, electrode placement, poor patient preparation, or just poor contact between the pad and patient. The customer's report of "the device displayed a pacer disabled message" was verified and attributed to the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. After the device was removed from the patient, during subsequent testing, the device displayed a "pacer disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.